Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024. On 2024 the patient reportedly woke at 0130 with diaphoresis and confusion. The wife checked the cgm reading which was 77 mg/dl and it was not reported if the bg was checked. The patient lost consciousness and possibly experienced a seizure. It was not reported if treatment was provided. The spouse called emergency medical services (ems) who arrived at 0145. The bg was 28 mg/dl and the egv at that time was not documented. The patient was transported to the ed and given dextrose IV 10 grams, 6 packages of oral glucose, and 8 oz apple juice. ER staff also removed his tandem insulin pump. The body temperature was reportedly at 94 degrees. After treatment, the readings by finger stick was 171 mg/dl and the egv at that time was not documented. There was no documentation of further medical evaluation or intervention for hypoglycemia and the patient was was released on the same day around 0500. At the time of the report, the patient was in a good condition. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.